Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited low pacing impedance and failed to capture. The lead was capped and replaced on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.